Event description:
Additional information received reported the patient still had concerns regarding their device or therapy and they would contact their doctor or manufacturer representative.

Event description:
It was reported the patient had their stimulator changed out 4 days prior to report due to abnormal battery depletion.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2014-(B)(6), product type implantable neurostimulator, product ID 7495-51, serial# (B)(4), implanted: 2000-(B)(6), product type extension, product ID 3389-40, lot# j0101948v, implanted: 2001-(B)(6), product type lead, product ID 748251, serialse# (B)(4), implanted: 2002-(B)(6), product type extension, product ID 3389-40, lot# j0204946v, implanted: 2002-(B)(6), product type lead. (B)(4).